Event description:
See MFR report# 3004209178-2009-08441. The pt's device did not really work well for her and was not used that often for the last couple of years. The neurostimulator on the right side was removed and the lead left in place. The pt was at home. Further info was requested from the healthcare professional.